Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-346a-2638: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits a circumferential fracture on the proximal side of fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits severe devitrification and crystal deposits at the output window; the metal cap exhibits severe detritus adhesion; the metal cap shows crystal deposits on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, ¿tip rupture¿ at 82,093 joules and 08:28 minutes of usage. The procedure was completed with a second fiber. Patient outcome: no injury to patient reported.